Event description:
The field engineer reported that the cranial caudal software value mismatch with the mechanical value. This likely caused a loss of cranial caudal movements. This feature is critical for this type of c-arm. The system would effectively be unusable. There is no report of patient injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The orbital and rotational movements were recalibrated. The system was then found to be operating as intended.